Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient was "leaking" ever since she felt something pop in her hip while making her bed a few days prior to report. It was also stated the patient had pain at the implant site that "ran down her right hip." The patient's healthcare provider (hcp) took an x-ray and said he "didn't know anything about the device, but that it looked ok to him." The patient was redirected to their hcp. Three days later, it was reported the patient was having trouble walking, and experienced "severe pain like a knife and hot" where the implant was. It was stated the patient hadn't leaked and the device was "working well" for three years prior to report. Since the "making the bed episode," the patient's device "isn't helping" her anymore. It was also stated that "in the beginning they were having trouble adjusting the device." Reportedly, the patient had not used her programmer in three years, since the device was working. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v127150, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).